Event description:
It was reported that pump experienced malfunction alarm with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.